Manufacturer narrative:
The lead remains implanted. Without the return of the device, it is not possible to reach a definitive root cause for the reported dural puncture. The evoke scs system surgical guide lists potential risks including, "cerebrospinal fluid (csf) leakage". A blood patch was administered to and the patient was discharged to recover at home. Manufacturing records were reviewed. The product met all requirements prior to release.

Event description:
During the permanent implant procedure of the evoke spinal cord stimulation (scs) system, difficulty was noted when placing the lead. The patient was admitted to the hospital for evaluation of a dural puncture. A blood patch was administered. The patient was discharged and reported to be recovering.